Event description:
Pt data: male, (B)(4). Implanted (B)(6) 2010. Explanted (B)(6) 2011. Replaced with plate. Pt kept explant. The doctor indicated the pt was noncompliant. Pt developed an infection and device was broken. Device was explanted on (B)(6) 2011 and pt was plated.